Manufacturer narrative:
The field service engineer (fse) noted the questioned reagent pack produced expected results as compared to a new reagent pack. On (B)(4) 2014, the fse performed preventative maintenance (major) and all instrument validations. The fse completed sample pipettor probe upgrade. The fse also noted error message, wash buffer detected air bubbles during qc validations. The fse reviewed and tested the buffer fluidics circuit and associated support circuits - no issues were identified. The fse replaced the buffer cube caps and recalibrated the weight sensors and the bubble detect. On (B)(4) 2014, the fse noted instrument timing errors/cia consuming 90% cpu usage and au showing 157 jammed system errors. The fse turned off the cia application and removed the jammed events. The fse rebooted the printed circuit (pc) console and the analytical unit (au). On (B)(4) 2014, the fse replaced the console printed circuit (pc), upgraded the cpu with aton cpu and flash hd. The fse performed database consistency checks prior to restoring the database. The fse performed preventative maintenance (major) and replaced the sample probe. The fse performed all validation testing and quality control - test results were within the expected specifications and established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00173; 2122870-2014-00174; 2122870-2014-00175; 2122870-2014-00176; 2122870-2014-00177.

Event description:
The customer reported failed level 1 quality control (qc) for total beta human chorionic gonadotrophin (tbhcg) involving the unicel dxi 800 access immunoassay system. This report is two of five referencing the event date noted. Level 1 qc failed out of range high. The customer performed qc on a new reagent lot and noted quality control was within the established ranges. There has been no report of impact to patient results associated with this event. Patient care was not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.